Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) reported that the device was emitting tones. This ICD reached elective replacement indicator (eri) after 46.7 months of implant. The physician expressed dissatisfaction with device longevity. The device was explanted, replaced and returned to guidant for analysis.